Event description:
On april 25, 1997 the account got a vision creatinine result equal to 1.8 and the same day the hospital got a result of 1.1 using the same sample. The creatinine results are used to dose chemotherapy patients for chemotherapy. The night before chemotherapy the patient gets 20 mg. Of decadron and the morning of chemotherapy gets 20 mg. Of decadron for a total of 40mg. Chemotherapy is taxol and carboplatin. The patient receives coumadin 1 mg daily and benadryl over the counter for sleep. The account stated the cutoff to receive chemotherapy is 1.2 and the vision result was 1.8. The beckman at the hospital gave a result equal to 1.1. Information not known if and for how long treatment was delayed.